Event description:
It was reported, the light source displayed error b30 (image processor or light source). The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Based on the results of the investigation and the information provided, it was presumed that an b30 occurred due to a failure of the one-touch connector u. However, a definitive cause could not be determined.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "b30 error" malfunction would likely be related to poor connection of the endoscope connector. Olympus will continue to monitor field performance for this device.